Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory to perform failure analysis. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissor (mcs) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customers reported complaint. The instrument was tested on an in-house system and passed the recognition, engagement, and cut tests. The instrument moved intuitively with full range of motion in all directions and the blades opened and closed properly. The instrument was fully functional with no product issue found.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, the monopolar curved scissors (mcs) instrument burned bowel tissue. It was stated that the mcs tip cover accessory was installed correctly, however, energy "burned through the tip cover". The part was replaced and the procedure was completed.